Event description:
Additional information received indicated that right ventricular lead insulation damage was suspected to be the cause of the event. This was not confirmed via diagnostic imaging.

Event description:
It was reported that the patient received inappropriate defibrillation therapy due to oversensing of noise signals on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed the event. The physician decided to perform no intervention to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the right ventricular lead was capped and replaced to resolve the event. The patient was in stable condition.